Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection revealed that the blue clamp of the device was sealed in the seam of the package. The reported condition was verified. The cause of the condition was determined to be a machine related issue during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue clamp of a clearlink system continu-flo solution set was" in the seam of the product so the packaging was not sealed". This was identified prior to use. There was no patient involvement. No additional information is available.